Event description:
The patient's wife reported that 4 of the patients devices fell off after wearing them for only 4-6 hours. The patient stated he removes any hair from his thigh then applies an alcohol wipe and lets it dry before applying a device. The patient stated he did not notice any inference with his clothing and did not experience any symptoms. The patient did not replace the device each time this issue occurred.